Event description:
A voluntary patient medwatch report was received through the FDA maude database (reference number mw (B)(4)). The patient reported receiving a conventional lasik treatment and experienced multiple issues with the outcome. The patient returned for an enhancement treatment approximately 8 months later however the patient is continuing to experience vision issues including deterioration of vision, starbursts, double vision and glare as well as a diminished quality of life. The patient also reports that his vision has not stabilized.

Manufacturer narrative:
A review of service history and customer records revealed that this patient's experience was not previously reported to amo by the clinic and service was not requested for the system at or near the time of the patient's initial treatment or the enhancement treatment. A preventative maintenance was performed on this system 6 months after the first treatment and 2 months prior to the second treatment, no issues were found that would relate to the patient's outcome. All pertinent information available to amo has been submitted.